Event description:
It was reported that before use of the bd 60ml syringe luer-lok¿ tip there was a broken luer lock tip.

Manufacturer narrative:
Additional information: medical device lot #: 8107994. Medical device expiration date: 5/31/2023. Device manufacture date: 4/17/2018. Investigation summary: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review revealed that a quality notification was written due to flash being found on the thumb press. The affected area was statistically sampled and then scrapped when the stat sample failed. One (1) sample and one (1) photo were received. The sample has a luer lok® collar which is cracked and broken. The photo shows the tip magnified which shows the cracked portion of the luer lok® collar. Conclusion: the sample has a luer lok® collar which is cracked and broken. This type of defect is a molding defect. Bd acknowledges that the returned sample has a luer lok® collar which is cracked and broken. As this one (1) incident would not exceed the acceptable quality limit (aql), of 0.040 for cracks/splits for the batch, no corrective or preventative action will be taken.

Manufacturer narrative:
Batch number [8107991] was not found for material number [309653]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd 60ml syringe luer-lok¿ tip there was a broken luer lock tip.